Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant the patient experienced pericarditis and pleural effusion. The right atrial (ra) lead exhibited undersensing on current electrograms (egm) and atrial tachycardia/atrial fibrillation (at/af) episodes. The ipg system remains in use. No further patient complications have been reported as a result of this event.